Event description:
Procedure type: laparoscopy. According to the reporter: optical control of the device was ok. After they inserted the first instrument, a blunt instrument and a plastic part of the device fell into the abdomen of the pt. They closed with sutures. No problems to the pt. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).